Event description:
(B)(6) female presented to the imaging center for a right breast biopsy. During the biopsy, a marker clip was attempted to be inserted and a second clip was actually inserted. Upon retrieval of the biopsy device, the distal tip was clipped and remains in the pt's breast. This was verified by both ultrasound and mammogram. It was reported that the manufacturer was called and that it shouldn't present any clinical concern.